Event description:
Customer called to report the insulin pump alarmed for no delivery during the manual prime process. The customer also stated that she was unable to get her blood glucose reading to go below 600 mg/dl a few months ago. Changing the infusion site did not resolve the issue. Customer mentioned possible increase in blood glucose levels due to medication and or foods she ate. Troubleshooting was performed. Insulin pump alarmed for no delivery during the manual prime process. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)